Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. The black box data showed dates staring on (B)(6) 2014. The data from the time of the alleged incident was unavailable for review, as it had been overwritten due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
On (B)(6) 2013 the reporter contacted animas stating that the patient had been found unresponsive on (B)(6) 2013 and emergency services were contacted. The patient's blood glucose (bg) was reportedly 20mg/dl and IV dextrose was administered. At the time of the call to animas the patient was reportedly alert and responsive. It was unclear if the patient received any additional treatment at the hospital of if all treatment was administered by paramedics. The patient had reportedly not been feeling well over the weekend but details were not provided. Pump troubleshooting could not be completed at the time of the initial call. Customer technical support has attempted to reach the patient for troubleshooting, without success. This complaint is being reported because the patient allegedly experience severe hypoglycemia of unknown cause requiring medical intervention while using insulin pump therapy.